Event description:
Follow-up info: review of this complaint revealed that the device did not perform as intended when it burst below rated burst pressure of 14 atms. Hwever, the burst balloon would not necessarily have caused the perforation since a dissection was prsent after predilation with a smaller ptca balloon and before placement of the stent. In addition, the stent was expanded to 3.7mm diameter, which may have potentiated the perforation on the already unstable pt. A colleague of the physician commented that the thought "the physician oversized the stent of the vessel."